Event description:
It was reported during surgery that the liner was unable to be seated into the shell. The surgeon indicated the initial insertion was unsuccessful due to soft tissue between the liner and shell. The high wall liner and soft tissue was removed, and the surgeon tried to re-insert the liner. The liner did not fully seat sitting proud approximately 1mm. The surgeon removed the liner and opened a new liner and inserted into the shell successfully.

Manufacturer narrative:
(B)(4). D10: unknown 4 hole 58mm g7 osseoti shell unknown. G2: foreign: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The root cause is attributed to user error, and it is noted there was soft tissue between the shell and the liner. As per g7 acetabular system surgical technique it states, "ensure the interior of the shell is dry and free of debris, overhanging soft tissue, and bone." Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.